Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed with no anomalies found, however the grommet was damaged.

Event description:
It was reported that there was oversensing after implant due to a breach in the grommet allowing fluid to create the issues observed. The device was explanted, and successfully replaced. No patient complications have been reported as a result of this event.